Event description:
It was reported by the customer's mother that the insulin pump was cracked. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, a broken off end cap, a broken and damaged motor slide at the home switch, a broken battery cap and battery cap metal stuck inside of the battery tube, cracked battery tube threads, a cracked reservoir tube lip, cracked belt clip slot, minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).